Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. There were no lot numbers identified to have been delivered within this time frame. The search was then extended to find the last delivered lot to the clinic, there were no results. Therefore, a lot history review or production record review could not be performed. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that a blood leak occurred two minutes after the start of the patient¿s hemodialysis (hd) treatment. The rn stated the dialyzer blood leak occurred on (B)(6) 2022 and was an internal blood leak observed within the dialyzer housing. The rn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a "minor" blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested positive for the presence of blood. The rn also stated that fresenius bloodlines were used for treatment and confirmed no external blood leak was observed. The rn stated that there were no defects or damage seen on the dialyzer. Per rn the patient¿s blood was not returned and stated the estimated blood loss was 200cc. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a blood leak occurred two minutes after the start of the patient¿s hemodialysis (hd) treatment. The rn stated the dialyzer blood leak occurred on (B)(6) 2022 and was an internal blood leak observed within the dialyzer housing. The rn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a "minor" blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested positive for the presence of blood. The rn also stated that fresenius bloodlines were used for treatment and confirmed no external blood leak was observed. The rn stated that there were no defects or damage seen on the dialyzer. Per rn the patient¿s blood was not returned and stated the estimated blood loss was 200cc. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.